Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal arotic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft position was confirmed to be above the renal arteries prior to deployed; however, upon deployment of the ipsilateral limb the top of the stent graft was found to have covered and renal arteries. An attempt to move the stent graft downwards to uncover the renal arteries utilizing a reliant compliant balloon was unsuccessful. Therefore, the stent graft was pulled down enough to uncover the renal arteries utilizing a guidewire, which was placed up and over the bifurcation and iassoed from the other side. The remainder of the stent graft components were then implanted without complication. There was good perfusion to the renal arteries observed. No additional clinical sequelae were reported and the pt is fine.